Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) and solution changing technique in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was hospitalized and was diagnosed with bacterial peritonitis. On an unreported date, the patient recovered from the event and was discharged on (B)(6) 2010. According to the reporter, bacterial peritonitis was related to the solution changing technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.